Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a loss of connection and an adverse event. At 12:00 pm, the patient was driving to work and fell into hypoglycemia and stopped his car on the road before he fainted. There was a police station nearby and 2 police officers immediately realized that the patient was not driving and called the ambulance. While the patient was being transported to the hospital via ambulance, they were treated with a glucose injection and then recovered consciousness. It was reported that the patient was receiving readings on his device before he entered the car; however, when he was at the hospital, he realized that the device displayed signal loss. The patient stayed in the hospital for 3-4 hours for observation and left the hospital the same day. At the time of contact, the patient was in good condition. No additional patient or event information is available. Data was provided for evaluation. A review of the data log confirmed the reported event of a loss of connection. The root cause could not be determined.